Event description:
It was reported the following the refill on (B)(6) 2013 there was a volume discrepancy and it was noted the patient was hospitalized and 'pretty much in a coma' within 24 hours of the pump refill. The actual reservoir volume (arv) was 1ml and the expected reservoir volume ( erv) was 3.9 ml the patient also had a urinary tract infection at that time but the healthcare provider (hcp) did not believe it to be a contributing factor in the hospitalization. The dose was lowered at that time and the patient did 'well' with therapy since then. The pump was used to deliver gablofen. It was later reported that the cause of the event was unknown. The hcp suspected baclofen overdose as the dose had been increased 10% the day before. The patient experienced lethargy, unresponsive and respiratory failure. The dose was reduced on (B)(6) 2013 to 570 mcg/day. The patient outcome was noted as serious life threatening illness/injury-recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).